Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that poor communication occurred due to cable failure, and the image was not displayed. It is not determined the cause of occurrence of cable failure. The event can be prevented by following the instructions for use which state: ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the camera head was not able to be recognized when connected due to a faulty connector/adapter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a diagnostic hysteroscopy, the 4k camera head could not be connected to the tower, and an image was unable to be obtained [no image]. There was no patient or user harm reported due to the event. Additional information was requested but details were not known or provided by the reporter.